Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately in 2019.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent device explant procedure. No further information has been obtained despite good faith efforts.